Event description:
While performing bench service for the device, it was discovered that the device would intermittently fail the defib test during operational testing. There is no patient involvement. This report was generated pursuant to quality plan (B)(4) - quality plan ¿ ecr als service record remediation.